Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was missing the cap. There was no patient involvement reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was missing the cap. There was no patient involvement reported.

Manufacturer narrative:
Received 1 opened foley tray system. During the visual inspection, it was noted that the lube syringe did not have the cap. The cap was not returned with the sample. The reported issue was confirmed as cause unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the syringe was missing the cap. There was no patient involvement reported.